Manufacturer narrative:
During a review of the maintenance and technique, it was found that the customer was not cleaning the instrument as recommended. The customer has cleaned the instrument and replaced the controls and has had no further discrepancies. The customer stated that the instrument is fully functional and they are satisfied with the operation of the instrument.

Event description:
The customer reported that a urine sample gave a false negative result for blood when tested on the clinitek status+ and gave a moderate result when tested at the reference lab. There was no report of injury due to this event.